Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a t&a procedure, a coblation halo wand was used for removal of the adenoid pad and subsequently for resection of the left and right tonsils. Upon removal of the coblation wand, a defect was observed in the device sheath, exposing the underlying metal. A thorough inspection of the oral cavity revealed superficial burns on the bilateral buccal mucosa and the left side of the tongue. The procedure was completed, without any delay, using the same device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on h6 (health effect - clinical code). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that . Photos of the device were provided for review and confirm the reported defect. Photos of different locations of burns (oral commissure, tongue, buccal mucosa) were also provided for review and confirm the reported superficial (first degree) burns and possible secondary burn at the oral commissure (as it appears to through the top layer of mucosa). The IFU states ¿do not contact metal objects while activating the wand, as it may damage the tip and/or shaft insulation causing malfunction or injury.¿ and ¿care should also be taken to ensure surrounding tissue is properly monitored. Due to the smaller anatomies of certain patients, carefully monitor the surrounding tissues to ensure tissue ablation is localized to the targeted tissue.¿ please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.